Event description:
It was reported by an authorized service provider that a third party end user required service on their stretcher. The technician advised the stretcher allegedly malfunctioned during a patient transport. The report indicated, during an ems transport the stretcher was lowered to a knee height position and when it was attempted to raise the stretcher with the patient loaded, the stretcher allegedly suddenly lowered to the floor. The stretcher began working normally again for a period and then displayed an error code. There was no allegation of injury to the patient or crew or interruption of transport as a result of the alleged issue. The stretcher was removed from service pending evaluation and repair.